Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage. Particles in valve: observed yellow particles in the valve. Valve leak and/ or damage: broken device observed assessed as broken valve seat diaphragm. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Healthcare professional later reported particles in valve and valve leak. Device was explanted.